Event description:
I suffered with large uterine fibroid cysts (measured at almost a 7 mo pregnancy) and was given the option by my dr to have a myomectomy or a hysterectomy. I didn't want to be forced into menopause unnecessarily and considered having another child. I researched my options and came across mrguidedfus, and decided on that, (at my cost). I was convinced this was the way to go...short recovery time, no incision, no side affects, with a typical result of 80% -90% shrinkage at 12 mos post op. It didn't happen. At 12 mos, there was no shrinkage and I ended up having a myomectomy. I was disappointed, but had no option. Pathology indicated a low grade sarcoma cancer coming from the uterus. Three weeks later, I had a full hysterectomy to eliminate the uterus which contained the cancer. Fortunately, tissue samples taken during the surgery indicated no residual cancer...whew! I consider myself luck! I understand that sarcoma cancer is rare and hard to detect. If it hadn't been for the myomectomy, I may not have discovered it in time. I'm wondering...how many other women that opted for mrguidedfus may have this or another cancer and not know it. I reported this info to the dr/nurse that performed the mrguidedfus with their assurance that he would report my findings to the FDA, but I have not heard back from him regarding that, nor have I been copied on anything that he may have sent to you. I'm certainly not a dr, but I felt it was important for me to report my experience and medical records to you.